Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 18 mg/ml hydromorphone at an unknown dose and 2 mcg/ml clonidine at an unknown dose via an implantable pump for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. It was reported that the healthcare provider (hcp) thought that the catheter may be occluded, so they did a dye study on (B)(6) 2016. There were no issues found and there was nothing further to report. There were no symptoms reported at the time. The representative was programming the pump with a priming bolus. Additional information was received on 2016-nov-22. The managing hcp thought there may be an issue because the patient was not getting pain relief. A dye study was performed and everything was ok with the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.